Event description:
Informed by manufacturing location of an accident that occurred in other country, in which during caring action, the safety side foot end right hand unlocked by itself and folded downwards resulting in the pt falling out of bed with bruises sustained.